Manufacturer narrative:
The patient¿s date of birth, age, sex, and weight were not provided. Reference MFR report # 2916596-2016-02394 for the previous report of low speed and low flow alarms while the lvad was connected to the power module. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 2 months. The patient remain ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with the external portion of the driveline wrapped in rescue tape due to driveline damage. The driveline had a previously reported suspected short-to-shield event, and the patient had been utilizing an ungrounded power module patient cable. No clinical symptoms were reported. On (B)(6) 2017 the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement due to low speed events and pump stoppages. Phase interrupter tests found no open wires. The lvad system was connected to the power module using a grounded power module patient cable. When the patient leaned forward in bed, pump stoppages with accompanying red heart alarms occurred. The lvad system was returned to battery support without issue, and pump function resumed. It was reported that the patient will continue to utilize and ungrounded power module patient cable, and that a pump exchange would be considered at the end of the year. No additional information was provided.

Manufacturer narrative:
Additional information. The explanted pump was received for investigation on 22sep2017. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient underwent pump exchange on (B)(6) 2017. The exchange was due to a short-to-shield fracture. The explanted pump was returned for evaluation.

Manufacturer narrative:
Device evaluation: the replaced external portion of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. The evaluation of the returned portion of the driveline did not reveal an issue that would have contributed to the reported event; however, internal driveline wire damage that could have contributed to this event was ultimately confirmed through the evaluation of the returned pump. Approximately 19 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Moderate breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with over 3 years of use. Microscopic inspection of the wires revealed no areas of compromised wire insulation. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was returned assembled with the driveline severed approximately 3 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment. The previous driveline replacement site was present on the distal returned portion of the driveline. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for an area of severe shield breakdown at approximately 6.5-7.5 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed a large breach in the insulation of the black wire at approximately 6.5 inches from the nipple of the pump housing, exposing the inner metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised black wire contacted the braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.